Manufacturer narrative:
Tracking # 455014-0. Date sent: 06/12/2006. A1, 2, 3, 4; b6, 7; d11: information was not provided. D4; h4: information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unk procedure, could not hold clips. Another device was used to complete the case. There were no adverse consequences to the pt